Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 420 mg/dl, which she treated with manual insulin injections. During troubleshooting the insulin pump was able to prime without incident. The infusion set cannula was not bent or damaged. The customer was advised to change the infusion set. The insulin pump was not returned for analysis.